Manufacturer narrative:
Correction: no patient information provided as no patient was involved in this concern. Correction: a medtronic representative, following up with the site, reported that there was no patient present when this issue was identified. This issue was identified approximately 2 hours before the start of a thoracic fusion produce.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that "error initializing collimator" was displayed on the pendant. The system would not extend far enough in x position to allow the homing process to complete. Tightened the loose ladder filter assembly screw. Removed dents from the x stage cover. Performed invalidate home procedure. System passed all testing. A mechanical failure mode was confirmed, with the root cause being the collimator filter ladder. A full imaging system check-out was completed following adjustment and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a procedure, the imaging system was displaying the error message "error initializing collimator" and could not be used. The system was rebooted without resolution. The user also attempted to invalidate home and re-calibrate motion, but was unable to do so. The use of the imaging system was discontinued because of this issue and the procedure was completed without navigation. No adverse effect on the patient was reported. No additional details were provided.